Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The complainant did not return the device for visual inspection. Therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) could not be reviewed due to the missing lot and rpn information. A database search for complaints on the reported lot could not be completed either due to this missing information. At this time, there is no evidence suggesting that nonconforming product from the affected lot exists in house or in the field. The product IFU provides the following information to the user related to the reported failure mode: precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. Based on the information provided, no returned product and the results of the investigation, it was concluded that a component failure without a design or manufacturing issue contributed to the failure mode. It is possible that inadequate flushing of the catheter prior to flexible stiffener advancement could have caused friction, but this cannot be confirmed at this time. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Occupation: manager. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a drainage procedure. During the procedure, the operator experienced difficulty removing the clear plastic stiffener stating that "it's not wanting to come out". The device was replaced with a new, similar device to complete the procedure. This event occurred two more times with a device of the same lot. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding patient and event details has been requested but is unavailable at the time of this report.